Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted component separation etep surgical procedure, the customer encountered an error c-34 on the erbe generator when they activated monopolar energy. The customer had power cycled the system and verified the power outlet that the erbe was connected to but the error persisted. The customer continued the case with only bipolar energy from the erbe generator. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. System functionality was checked powering on the system. System initially powered on without errors. The procedure was completed with the same unit during the case, but they did only use bipolar, and that worked fine.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
During power-on test, the c-34 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The generator will be returned to the original equipment manufacturer. The root cause is attributed to electrical errors on the generator.